Manufacturer narrative:
There was no patient involvement, thus no patient data exists. The serial number was not available at the time of this report. Attempts will be made to obtain this information. There is no expiration date for this product. Actual device was evaluated by the biomed technician at the hospital under the instruction of a stryker technical support technician. The device manufacture date was not available at the time of this report. Attempts will be made to obtain this information. Evaluation summary: the surgical table is used to support and position a patient for surgical procedures in a hospital operation room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to have a broken column casing and override panel. The table was assessed by a biomed technician at the account under instruction by a stryker technical support technician. The biomed technician confirmed the override panel did in fact not work. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If this malfunction occurred during surgery, there would be a delay in the surgery and there may be a potential for patient injury as a consequence of this delay. This specific malfunction was identified prior to a procedure and there were no patients involved and no event occurred. In this case, the replacement parts are ordered and will be replaced by a stryker field technician. This is not a single use device.

Event description:
(B)(4). It was reported that the surgical table at the account has a broken column casing and override panel. There was no reported patient involvement and no reported adverse consequences.